Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of probe breaking is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that towards the end of a hernia procedure, the probe tip broke off and fell into the sterile field. The device fragment was retrieved from the drape using forceps. The user was performing coagulation when the phenomenon occurred. The procedure was completed with a similar device. There were no other devices involved or replaced for this event. There was no delay in the procedure and there was no patient injury. Additionally, the user facility reported that the device was inspected prior to use and no abnormalities were noted. No cords or cables were bundled.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and correct the device lot number. The customer returned the tb-0545fcs lot#kr853257 for evaluation due to ¿tip broke¿. The user¿s complaint was confirmed. The device was attached to a test usg-400/esg-400 and the device failed the probe check. An u509 error code was observed. Both switches were checked and found both switches were functional. A visual inspection was performed on the received device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it had normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached, missing portion not returned. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that it is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record for the serial number indicated no anomaly with the event-related items below. The exact cause of the event couldn¿t be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. Contact with non-insulated area of grasping section: the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load.